Event description:
It was reported that during a da vinci-assisted surgical procedure, cobra grasper was not working. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the wire snapped, there reporter was unable to provide further information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.